Manufacturer narrative:
Date sent: 06/26/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip would not hold on the vessel. The clip tip closed but the body does not. A new device was used to complete the procedure. There was no adverse pt consequence.